Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported failure to deploy the needles could not be confirmed as the device was returned in the pre-deployed position. The reported failure to deploy the needles appears to be related to interaction with the patient calcification. The subsequent treatment appears to be related to procedure circumstance. It should be noted that the prostar xl instructions for use (IFU), precautions section states: do not attempt to re-deploy prostar xl needles after the needles have been backed-down into the sheath. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions - attempted to re-deploy prostar xl needles after back-down technique. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with a prostar xl device, using the pre-close technique, via a 6f sheath prior to a left heart endovascular aneurysm repair (evar) procedure. Reportedly, the needles of the prostar xl could not be deployed. The needle back-down technique was used, the barrel was turned, and another attempt was made to deploy the prostar xl needles without success. A new prostar xl device was used for successful suture placement using the pre-close technique. The sheath was upsized to a 10f then a 14f. The evar was completed and hemostasis was achieved with the sutures of the pre-placed prostar xl device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the prostar xl device and established in the pre-close technique. No additional information was provided.